Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, keypad overlay, cracked case at display window corner and cracked reservoir tube lip. No crack on lcd screen noted.

Event description:
It was reported that the customer had a crack on his insulin pump as well as on his keypad. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that there were two cracks on the display screen and another one next to the down button on the keypad. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.